Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event. Note: since three defibrillators are involved in this one event involving one death, the death is reported in MFR report #1218950-2011-00426 (complaint# (B)(4)). For MFR report# 1218950-201100428/complaint# (B)(4), we have classified the event as a product problem/malfunction, so it would not appear that 3 separate deaths had occurred.

Event description:
This customer reported that they were unable to deliver a shock in the manual and AED modes with this device and then with two other defibrillators, which are reported separately in MFR report# (1218950-2011-00426 (complaint# (B)(4)) and in MFR report# (1218950-2011-0428 (complaint# (B)(4)). The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt.